Event description:
The customer reported to an olympus territory manager that the blade on the subject device broke proximally during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. When the blade broke, it remained attached to the device in the distal part. No fragments detached from the device. The user reported the subject device was inspected prior to the procedure and no visible damage was observed. The procedure was completed with another olympus device. The procedure was completed with a slight delay for the time needed to insert a new device. The delay was not clinically relevant. There was no harm or user injury reported due to the event. There were two events at the same facility on the same day, with different patients. The other event is being reported under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The device was discarded by the customer and, therefore, was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "the blade of papillotomes broke¿ was likely caused by the following mechanism: ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. ·high frequency current was applied when the distal end of the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the tissue were being close to each other. As a result, an electrical discharge between the cutting wire and the distal end of the endoscope occurred, and the cutting wire became instantly hot. Based on the results of the investigation, "when the blade broke the patient felt pain¿ was likely caused by the following mechanism: a spark discharge to the tissue or to another metallic object occurred during outputting high frequency. The settings of the high frequency output and coagulation depth were high. This event can be prevented/detected by following the instructions for use which state: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Do not loop the a cord or bundle it with cables from other medical equipment (electrocardiograph, endoscopic video system, electrosurgical unit, etc.). High-frequency signals and spark discharge noise during cauterization may cause malfunctions in other medical equipment that could have an adverse effect on the patient. Another possibility is that output from the electrosurgical unit will be abnormal and could cause patient injury, such as perforations, bleeding, or mucous membrane damage. When using this instrument in combination with any guidewire that is not compatible with high-frequency current, remove the guidewire from the instrument before activating output. If the guidewire is not removed, there is a risk of thermal injury to the patient, operator or assistant. Additionally, the instruction manual of olympus electric surgical generator (esg-400) contains the following description related to an electric shock: nerves and muscles can be stimulated by low frequency electrical currents or intense high frequency electrical currents. Low frequency electrical currents may be generated by a partial rectification of intense high frequency electrical current, in particular when there is a spark discharge to the tissue or to another metallic object. Intense high frequency electrical currents can occur at the beginning of an electrosurgical cut or when using high output power settings. This may cause violent spasms or muscle contractions. Use the lowest appropriate power level and effect (e.g. Effect 1 instead of effect 3). However, for certain modes a low output power setting may present an unacceptable risk for the patient. For example, with the pulsecut fast mode or pulsecut slow mode, the risk of an excessive thermal effect rises if the output power setting is too low. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for the manufacturing date, which is may 2021 (specific day unknown).